Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted there were no abnormalities. Functionally, the handle was received with a fully depleted battery and was inserted into a charge. Eventually, the charging light emitting diode (led) changed to steady green. The handle was removed from the charger but it did not initialize. It was opened up and the individual cell voltages were measured. The thermocouple was intact and both battery cells were found to be vented. It was noted that the handle was running v28 software and had 141 of 300 procedures remaining. The data from the handle was observed, and there was no sign of the reported handle error. It was reported that the screen displayed a power handle error. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: vented battery. During the analysis, the handle was opened up and the battery was found to be vented. The most likely cause for the additional condition was traced to a component failure. The cell venting was an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. Root cause of the observed vented battery was determined to be from battery degradation. Device battery management enhancements have been implemented to extend battery life and enhance battery health monitoring. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during servicing in preparation prior to patient contact, there was a symbol for a handle with a caution sign and a red circle with a line across in the display. A manual handle was used instead. There was no patient involvement. Medtronic's initial evaluation of the incident device found both batteries to be vented.